Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During the evaluation it was found that the digital marker microscope behaved as intended and there is no product malfunction. A local clinical application specialist interviewed the customer and found out that the surgeon operates from a superior position for the right eye and operates from a temporal position for the left eye. This is why the surgeon most likely selected a microscope orientation that did not represent correctly where the surgeon is located relative to the patient. This caused a ninety degree flip in the toric axis alignment. Based on this information, the clinical application specialist has been in touch with the customer to resolve the situation. This issue is therefore related to user handling of the product. The root cause is user handling, the device meets its specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the toric overlay displayed incorrect axis alignment and was rotated by ninety degrees from its original position during a cataract procedure in an unspecified eye.